Event description:
No additional patient or event information has been received since the last report was submitted on 17dec2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation evaluation: a visual inspection, dimensional verification, and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one catheter and flexible stiffener to cook for investigation. Physical examination of the returned device showed biomatter in the hub of the catheter and stiffener. The stiffener was attempted to be advanced into the catheter, and resistance was noted distal to the marker band. The stiffener was unable to be completely advanced to the distal tip of the catheter. Two kinks were non the blue stiffener located at 3.7 cm and 5.4 cm from the proximal hub. All dimensions deemed relevant to the reported failure were analyzed and determined that the device was manufactured within specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. At this time, there is no evidence suggesting nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ it is possible that the biomatter found in the catheter hub and/or not keeping the suture taught during advancement caused the resistance, but this cannot be confirmed. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a component failure without a manufacturing or design defect contributed to the failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to insertion, the operator noticed the "blue inner stiffener was difficult to advance". With some resistance, the blue inner stiffener was inserted into the catheter. While deploying the catheter in the renal pelvis, "the pigtail catheter would not slip off the inner stiffener". The inner stiffener was withdrawn with "a great deal of force". The stiffener fractured and was left within the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.